Manufacturer narrative:
In the returned state, the lead had been cut into two parts about 16 cm distal of the is-1 connector pin. Both fragments were thoroughly analyzed. During the analysis, multiple traces of wear were seen at the lead fragments. The 12 cm distal of the is-1 connector pin, the insulation had been damaged by fraying. This damage can with high probability be regarded as the cause for the detected vf episodes. The observed damage manifestations require stress on the lead over a longer period of time. The position of the lead in the subpectoral pocket above the generator and the characteristics of the friction also lead to the assumption of significant stress on the lead due to interaction with the generator housing. The protruding conductor path and the conductor fractures of the rope conductors to the ring electrode a nd to the rv shock electrode are probably a result of the interplay of the abrasion-damaged insulation and the tensile forces during the explantation. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 15 months, it was reported that the ICD detected vf episodes in september. During the lead revision on (B)(6) 2015, it was discovered that the lead was on top of the ICD in the subpectoral pocket. When exposing the lead, a suspected insulation defect was observed, with the surgeon being unsure whether the insulation defect had been caused by his manipulation. The lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.